Event description:
Revision surgery - due to the neck dissociating from the r120 stem; a depuy product was implanted.

Manufacturer narrative:
The reason for this revision surgery was a dissociation of the modular neck from the stem after two years, eleven months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The explanted parts were retained by the surgeon, and will not be returned to djo surgical. A review of the device history records showed 1 non-conforming material report (ncmr) associated with any of the components listed in the complaint. Ncmr #(B)(4) was written against multiple products because the boxes were exposed to water. The acetabular shell was re-boxed through a documented rework. A review of the product complaint report history showed there are four prior complaints for the femoral modular neck, part number 410-35-108. Two of these ((B)(4)) involve dissociation of the neck from the stem. This is the first complaint for the incident lot numbers. A definitive root cause for the dissociation of the modular neck from the stem cannot be determined. Several factors not related to the implant can play a role in dissociation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. The patient's weight may have played a role as well. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Surgeon kept them.